Event description:
It was later reported that the patient had missed multiple refills and the pump was now empty. The patient had been receiving lioresal. The hcp planned to change the concentration from 500 mcg/ml to 2000 mcg/ml and would perform a bridge bolus as usual.

Manufacturer narrative:
Catheter: model #: 8731sc, lot #: n185113010, implanted: (B)(6) 2009, explanted: unknown.

Event description:
Additional information: it was reported that the patient's signs/symptoms included increased tightness in legs and increased sweating. It was noted there was no injury. The pump was refilled and was restarted at the previous dose. The patient had missed multiple appointments due to chaotic lifestyle, problems with depression and lack of transportation. The social worker was contacted to problem solve on how to prevent reoccurrence of missing the next refill. The drug in the pump was lioresal.